Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bad sensor message occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of bad sensor message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that bad sensor message occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The product was evaluated. An external visual inspection was performed and no damage. Pairing test was performed and failed. A review of the share logs was performed and failed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of bad sensor message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).